Manufacturer narrative:
Additional, changed, and/or corrected data: d.4., d.9., h.3., h.6. Device evaluation visual analysis of the returned device identified: underweight, broken and wear abrasion. A microscopic analysis was performed which identify a sharp opening on posterior . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken in the posterior side assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.